Manufacturer narrative:
The returned device was evaluated and the cause of the jetstream g3 becoming stuck onto the guidewire was due to tissue in the drive coil ID. There was no indication, however, that the device becoming stuck onto the guidewire caused the dissection. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat a moderately to severely calcified 9cm lesion located in the mid superficial femoral artery (sfa). Two passes were made using the minimum diameter mode with minimal rpm drops. A very difficult maximum diameter mode pass was made and the device stalled. It was then suggested that an angiogram be performed. The device and guidewire were removed from the pt together as a unit. Angiography showed what the physician thought might be an aneurysm of the artery wall or dissection. A stent was placed and pta was performed. The physician was pleased with the end result and the pt was discharged home.